Manufacturer narrative:
The lot number was provided. A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device has been returned to the manufacturer for analysis. The investigation is underway. The instructions for use (IFU) identifies premature coil detachment as a potential complication associated with the use of the device.

Event description:
It was reported that during retraction of the 7th embolization coil to reposition it in an aneurysm, the coil unexpectedly detached. The coil was removed from the patient without incident. There was no reported patient injury or additional intervention.

Manufacturer narrative:
(B1): additional/corrected data based on product investigation results. (B2): additional data based on product investigation results. (B5): product evaluation revealed a snare device attached to the detached implant coil. (H1): corrected data based on product investigation results. The implant was found detached from the pusher, and the pusher was not returned for evaluation. The implant was attached to a snare device. The implant was tangled and had some offset coils. The distal ball and proximal uv glue joint were within dimensional specification. A monofilament tail was observed on the implant, and the tip displayed some stretch damage. A portion of a headway (B)(4) microcatheter was returned. The proximal portion of the headway microcatheter was broken off, including the hub. Near the distal tip of the microcatheter, smash damage was observed. The implant's monofilament profile indicates the separation was due to the implant experiencing tensile or retraction forces that exceeded the strength of the monofilament and not due to activation using a detachment controller. The implant was returned damaged and attached to the snare device. The microcatheter was returned and was found to be damaged near the distal tip. The damage to the microcatheter at this location likely resulted in increased friction during the retraction of the coil, ultimately leading to the separation of the implant. The physical evaluation of the device could not identify the conditions or circumstances that led to the microcatheter damage, but the damage is consistent with the device experiencing forces over specification.